Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center is not working and there is no image. The issue occurred during maintenance. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, device inspection found the front panel light emitting diode was not lighting, due to a defective printed circuit board. Based on the results of the investigation, the definitive root cause of the events could not be determined. However, it is most likely that the failure of the printed circuit board was the cause of both events. Olympus will continue to monitor field performance for this device.